Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer experienced diabetic ketoacidosis and blood glucose (bg) that was high, however a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer performed a pump reset to resolve the issue.